Manufacturer narrative:
H3: according to the experience report, ¿tri drive locked up and connecting end came apart¿. Attempts were made to retrieve the tri drive device for evaluation, however; the reamer was the only device received by the complaint department. The broken device was likely the result of applying a bending moment to the reamer during use, which led to brittle fracture of the pilot tip feature.

Manufacturer narrative:
Correction: h6 medical device problem codes.

Event description:
As reported, the tri-drive locked up and the connecting end came apart. All parts and pieces were removed from the patient. There was no reported surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
H3: pending investigation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The broken device returned was likely the result of applying a bending moment to the reamer during use, which led to brittle fracture of the pilot tip feature. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.